Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer indicated via phone call that insulin squirts out of the pump during manual prime. The customer's blood glucose level was 500 mg/dl at the time of incident. Troubleshooting found that the customer changed the reservoir and the issue does not persist. The customer was advised to follow up if any assistance is needed.